Event description:
A report was received that the patient was having frequent ipg charging and was experiencing some pain breakthrough. The patient was given unknown injections to manage the pain and will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having frequent ipg charging and was experiencing some pain breakthrough. The patient was given unknown injections to manage the pain.

Manufacturer narrative:
Additional information was received that the pain was a new pain area and not device related. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging and was experiencing some pain breakthrough. The patient was given unknown injections to manage the pain.